Event description:
While materical debonds form the metal substructure and dissappears / wears out way too fast. Pt just had a 5 unit bridge cut off and replaced: bridge started chipping almost immediately.